Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a heavily calcified left main (lm) to left anterior descending (lad) artery. A 3.5x38mm xience skypoint was implanted in the lad to lm. A 3.0x48mm xience skypoint stent was implanted followed by intravascular lithotripsy (ivl) treatment. Upon post dilatation of the skypoint stent with a 4.5mm nc balloon, it was noted the vessel ruptured. The physician stated that the vessel was highly calcified, and the diameter of the nc balloon was too large. Hemostasis was attempted with non-abbott balloon catheter and covered stent but was unsuccessful. The patient was transferred to surgery. Coronary artery bypass graft (CABG) was performed alongside an aortic stenosis (as) and aorta ascendens (aa) replacement operation. The surgery was completed with no issues and the patient is currently stable and hospitalized in the ICU. The physician stated that the post-dilation of stent is likely the direct cause of the vessel perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of perforation of vessels is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.